Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device displayed error code 46011. This alarm event pauses the delivery of the pump until the error is addressed. The occurred during testing, and there was no patient involvement.

Manufacturer narrative:
D9: device received on 5/27/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed and the coin-cell found to be low on charge. The unit was charged over 10 days and had pump sit off charge for a day to fix the issue.